Event description:
It was reported that the insulin pump had a blank display after the customer had already received a replacement battery cap. The customer also stated that the insulin pump alarmed lost sensor, as well as weak signal alarms. The customer did not know the blood glucose reading at the time of the blank display. The most recent blood glucose reading was 119 mg/dl. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had currents within specification and no blank display was noted. The liquid crystal display board was okay. The insulin pump communicated properly with the glucose sensor simulator and transmitter. No unexpected lost sensor anomaly was noted. No unexpected weak signal anomaly was noted. The insulin pump had minor scratches on the display window, cracked case near the display window corners and a cracked reservoir tube lip.